Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was implanted past the manufacturer¿s use by date (ubd). Additional information has been requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information reported the ins was not distributed from the manufacturer after the ubd. There was ¿no¿ troubleshooting or intervention required due to the event. The patient was ¿receiving therapy¿ at the time of follow-up.